Event description:
It was reported that the right atrial (ra) lead was "poking up" in the pacemaker pocket. The physician opened the pocket and tucked the lead behind the pacemaker. The lead remained connected to the device, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sedr01 ipg implanted 2013-(B)(6). (B)(4).